Event description:
It was reported that the following day after implant that there was no capture on the right ventricular leadless pacemaker (rvlp). X-ray was performed and revealed rvlp dislodged and migrated to the groin. The physician elected to explant and replace the rvlp. The patient was stable before, during, and after the procedure.